Event description:
Caller reported a malfunction on pump, noting pump had not been used for 3-4 months prior. There was no adverse impact to customer¿s blood glucose level, as it was confirmed that levels did not exceed 500 mg/dl. Cts provided pump reset information, assisted caller with resetting pump, and after reset the malfunction code did not recur. Customer was advised to continue using pump and instructed to call back if issue reoccurred. Caller understood instructions.